Event description:
The initial reporter stated they received discrepant glucose results for two patients tested with accu-chek inform ii meter serial number (B)(4) . The second patient also had discrepant results when tested with a second accu-chek inform ii meter (serial number (B)(4). The first patient was tested using meter serial number (B)(4) resulting in a glucose value of 114 mg/dl. Within 15 minutes of meter testing, a sample from this patient was tested using the siemens atelicca laboratory method, resulting in a glucose value of 86 mg/dl. The first patient was tested using meter serial number (B)(4) , resulting in a glucose value of 106 mg/dl on an unknown date. A sample from this patient was also tested using meter serial number (B)(4) , resulting in a glucose value of 104 mg/dl. A sample from this patient was tested using the siemens atelicca laboratory method, resulting in a glucose value of 80 mg/dl. All testing was performed within a 15-minute time frame.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.